Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that during stenting of the distal lad with a xience v stent, which was reported as the first lesion treated, the pt experienced a distal edge dissection. An additional xience v stent was inserted over the distal edge covering the dissection. No additional event or pt information is available.